Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The consumer did not provide an absorbency, therefore we are unable to provide an UDI number or model. The reported brand name of this report is the default for when tampon brand is unknown. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer stated that during removal a tampon came apart and pieces remained inside.